Manufacturer narrative:
A clinical complaint investigation was conducted as conclusion clinic administrator, reported an alleged hemolysis incident occurring in the coronary care unit at the regional med ctr in 2006. The lab results are inconclusive as to whether this alleged case of hemoysis was mechancial or chemical. There is insufficient clinical data to conclude that any gambro renal product caused or contributed to this alleged case of hemolysis or to the pt's death. The cartridge blood set was not returned to gambro for investigation. The cartridge blood set, catalog number 003410510, lot number was unk, but could have been from lot number 05m15746 or 04m15707 as these two lot numbers were stored on the ccu dialysis cart. The retain samples of both lots were submitted to visual inspection, functional testing and physical characteristics. The following activities will be submitted on a follow up report(s) on the next 30 calendar days: clinical complaint investigation. Complaint investigation form. Protocol forms for visual inspection, functional test and physical characteristics analysis of retain samples of the lots 05m15746 and 04m15707.